Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the main body was flooded, imaging unit was flooded, cable was flooded. Deposits were observed at the scope mount and at the free lock lever. A root cause could not be identified. Based on the results of the investigation, the coupler part disconnected after the lock was damaged; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had a disconnected coupler. The event occurred during a diagnostic transurethral resection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.